Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an atrial lead warning for low bipolar pacing impedance in the atrial lead. It was further reported that the p waves had deteriorated, increased thresholds were noted, and pocket stimulation with unipolar atrial lead pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.